Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of "white film on the heated tubes". The patient stated, "it is easy to wipe away, but it continues to happen". Patient also stated, "never used to see it but sees it every day now". The patient reported, "the door on top that flips up does not shut". "The latch is not holding the door shut". " has a pacemaker so he relies on his device for his health". The patient alleges "severe cough that won't go away". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
Repair evaluation information was received on 10/14/2022 and h11 is updated as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of "white film on the heated tubes". The patient stated, "it is easy to wipe away, but it continues to happen". Patient also stated, "never used to see it but sees it every day now". The patient reported, "the door on top that flips up does not shut". "The latch is not holding the door shut". " has a pacemaker so he relies on his device for his health". The patient alleges "severe cough that won't go away". There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, no secondary findings was observed. There was zero error codes found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit got scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section g and h is updated in this report.